Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 399 mg/dl. While waiting to be seen by healthcare provider, customer experienced a bg level of 47mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated via consumption of carbohydrates. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. Customer declined a system check with tandem technical support and customer believed the pump was functioning as intended.